Manufacturer narrative:
Onsite investigation was preformed and the field representative was able to replicate the reported event. Replacement of the pleora along with mobile view station (mvs) interface cable resolved the issue. No further issues were reported. Replaced parts were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that, while they were testing the imaging system, it displayed a 'pleora error' and produced grainy images. There was no patient present when this issue was identified.